Event description:
The customer reported via phone call that they had a motor error alarm during a bolus delivery. The customer also reported they were being admitted into the hospital at the time of the call. The customer's blood glucose was 490 mg/dl. The customer reported experiencing ketones from their blood glucose. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.